Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and that the wake button was unresponsive. Customer¿s blood glucose level was 234 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of touchscreen was verified; however the wake button issue could not be verified. The failure investigation has been completed and the alleged issue of touchscreen was verified; however the wake button issue could not be verified.